Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch minilancer device had a damaged lancet holder. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the device issue occurred on (B)(6) 2016. The patient manages her diabetes with a combination of diabetes medications but did not specify which and increased her aspirin dose. The patient reported that ¿a few days¿ after the issue occurred she developed symptom of ¿heavy sweating¿ however, denied receiving any treatment. During troubleshooting the cca noted that there was no misuse of the device. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged issue occurred.